Event description:
The thoratec laboratories dual drive console (ddc) was not registering a fill or an empty signal. It would only do this very intermittently and therefore, was not pumping adequately, thus causing some minor pulmonary edema.